Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was performed for provided lot number 9344096. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As a sample was unavailable for return, a thorough sample investigation could not be completed. Investigation conclusion: our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Root cause description: based on the investigation results, an exact cause for this incident could not be identified. Rationale: further action has not been determined necessary at this time.

Event description:
It was reported that 10 ml bd posiflush¿ normal saline syringe plunger was difficult to move. This was discovered during use. The following information was provided by the initial reporter: on (B)(6) 2020, the nurse used a flush (10ml) to flush the catheter for the patient. When there is about 2 ml of liquid remaining, the bolus cannot be continued and replaced with a new one completes the operation for the patient without affecting the patient's condition.